Manufacturer narrative:
The incident device has been received and still under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic assisted subtotal colectomy procedure, while on the anastomosis the device did not staple it only cut tissue and there were no staples fired at all. There was unanticipated tissue loss as a result of the issue. A new instrument was used in order to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The stapler and sulu was applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.